Event description:
The pt experienced a loss of therapeutic effect. Impedance measurements showed >4000 ohms on all of the unipolar and bipolar lead combinations. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).